Event description:
It was reported that during the procedure, "the harmonic scalpel cuts but does not seal." The procedure was completed successfully. No medical intervention or treatment was required, and there were no adverse consequences as a result of this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. Visual inspection of the device revealed evidence of clinical use including biological material on the distal tip and an indention in the teflon pad. The device was functionally tested for shaft rotation and jaw actuation and was confirmed to have proper mechanical functionality. The device was then connected to a scalpel generator and appropriate hand piece. The scalpel was tested (by pressing the generator test button) and passed the initial testing. The device was able to successfully activate with the foot pedals and buttons. Each time the min or max button was pressed, the device activated and at no time did the device fail to activate or stop working. The ability of the device to cut and coagulate was tested using the same generator. The device was able to cut and coagulate properly using both settings. Based on the information in the generator manual and IFU, the issue most likely occurred as a result of generator settings and/or clinical technique. Additionally, the facility¿s equipment (the hand piece used to connect the instrument to the generator and the generator itself) could not be evaluated. As the generator and hand piece work together to power the instrument, any failures of these pieces of equipment will result in the instruments not working properly. Instructions for use (IFU) reprocessed focus curved shears states: ¿use a higher power level for greater tissue cutting speed and a lower power level for greater coagulation. The amount of energy delivered to the tissue pad and resultant tissue effects are a function of numerous factors including power level, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique.¿ ¿take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed.¿ a review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. This report is being filed as a malfunction due to the device not coagulating being inherently dangerous, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.